Event description:
Diabetes educator reported hospitalization due to high blood glucose. The current blood glucose reading is 283 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was 988 mg/dl. Customer was vomiting. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.